Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a journal article that this subcutaneous implantable cardioverter defibrillator (s-ICD) system stored an untreated episode due to noise. The sense vector was programmed to alternate at the time of the episode. Troubleshooting was performed and noise was reproducible in all vectors, but the primary vector more correctly recognized the noise so the device was reprogrammed to primary. However, several weeks later the patient received inappropriate shock therapy while exercising, due to oversensing of myopotential noise. Fluoroscopy showed the electrode was dislodged; r-wave amplitudes became diminished and the smart pass feature disabled, resulting in further inappropriate shocks for the patient. A revision procedure was later performed. During the procedure it was observed that the suture had broken, which allowed the suture sleeve to rub on the ring sensing electrode. The electrode was explanted with more difficulty than anticipated due to fibrous adhesions. Dilator sheaths typically used for transvenous lead extractions were used to remove the electrode. Deep sedation was necessary for pain control due to ineffectiveness of local anesthesia. The electrode was successfully extracted and a new electrode was implanted without complications. Defibrillation threshold (dft) testing was successful, the postoperative chest x-ray was normal, and no noise was detected during isometric contraction of the abdominal muscles. At the one-year follow-up, the patient was still asymptomatic and no new episodes of noise had been detected. At this time, no model//serial numbers are available for the electrode.